Event description:
Initial sodium result 102 mmol/l and potassium result of 1.4 mmol/l was repeated with a value of sodium 123 mmol/l and potassium 4.9 mmol/l. During the telephone troubleshooting, it was discovered the customer did not perform the flow checks after replacing the probe. Customer was directed to the maintenance section of the operator's manual which provides probe replacement instructions.